Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported during a routine follow up appointment that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing and was found in safety mode. The patient reported feeling of discomfort, anxiety and phrenic nerve stimulation. Once the device was in safety mode, there was pacing inhibition. The physician admitted the patient to the hospital, and a replacement procedure was completed. Besides surgical intervention, no adverse patient effects were observed. Product analysis was completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine follow up appointment that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing and was found in safety mode. The patient reported feeling of discomfort, anxiety and phrenic nerve stimulation. Once the device was in safety mode, there was pacing inhibition. The physician admitted the patient to the hospital, and a replacement procedure was completed. Besides surgical intervention, no adverse patient effects were observed.